Event description:
Additional information received noting that the patient had both their generator and lead explanted due to the reported infection that has since resolved. The device history record for the lead was reviewed and confirmed that the device was sterilized prior to distribution.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has have been determined as not related to vns therapy.

Event description:
It was reported that a patient was explanted at some point after implantation in june due to infection per her neurologist. The device history record for the generator was reviewed and confirmed that the device was sterilized prior to distribution. No additional relevant information has been received to date.